Event description:
A pt specific implant was found in the sterilization room. Investigation found the implant had been removed due to pt infection. This report is #1 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed as no device was returned for investigation. Upon review of the DHR, it was determined that the device documentation was complete and consistent with the requirements for developing a pt specific implant, and that the part produced met the requirements outlined in the development and manufacturing procedures and design history file.